Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19may2020.

Event description:
The customer reported the device had a co2 rebreathing risk alarm. The customer troubleshot with tech support over the phone. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The customer was advised over the phone and found out that the reported issue was caused due to an incorrect setup rather than an actual malfunction. The reported issue was caused by user error and not a malfunction.